Manufacturer narrative:
Additional information was received that the valve was never released from the delivery catheter system (dcs). The patient did not survive the open surgery after the non-medtronic valve was sewn in. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The device was received with the capsule partially opened. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. There was damage observed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along both the distal end and the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: the subject delivery catheter system (dcs) was returned to medtronic for analysis. There damage observed on the screw gear threading in the dcs handle indicates there was increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The force in the system is a cumulative effect that can be increased by many factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. The cause of the increased forces in the system cannot be conclusively determined with the information available. The delamination observed on the capsule typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. There was no other evidence of damage observed. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Conduction system disturbances and hypotension are known potential adverse patient events per the device instructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. An assignable root cause leading to the conduction system disturbances and hypotension cannot be determined with the information available, however, there is no information to suggest a relationship to the dcs. It was reported that the neither the dcs or valve caused or contributed to the death. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) will not be returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve and delivery catheter sy stem (dcs) were crossed over the native valve. At this time the patient's blood pressure dropped to approximately 40 millimeter (mm) mercury (hg). The blood pressure remained low for the entire deployment process of positioning and partially deploying the valve at 80%. The blood pressure remained low when the physicians performed angiogram to confirm depth. It was determined that the deployment depth was too high, therefore the valve was recaptured and the entire system was moved to the ascending aorta. The patient's blood pressure never returned to normal. Cardiopulmonary resuscitation (CPR) was performed and the patient was placed on bypass. The procedure was converted to an open heart surgery. A non-medtronic surgical valve was successfully implanted. The patient died following the procedure. The cause of death is reported to be hypotension and ventricular tachycardia, leading to pulseless electrical activity. Per the physician, the valve nor delivery catheter system (dcs) caused or contributed to the death. No autopsy will be performed.